Event description:
It was reported that during a procedure involving the protege rx stent, there were deployment issues. The procedure was conducted on a common carotid artery with a mid-location plaque lesion, which had moderate tortuosity and calcification, and 85% stenosis. The device was prepped according to instructions, and embolic protection was used. However, after reaching the lesion site, the stent could not be deployed, and upon removal, the tip end was found to be deformed. The product was removed and replaced.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tight. The stent confirmed as 40mm the device was returned with approx. 5mm of the stent exposed a 0.014¿ guidewire was loaded through the guidewire lumen and advanced the entire length and exited the guidewire port. The device was loaded into a deployment fixture the stent deployed with a maximum peak force of 2.55lbs the deployment values may not be the true value as 5mm of the stent was exposed prior to deployment attempt. The stent deployed and was confirmed as 40mm with no abnormalities noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.